Event description:
It was reported that this was an acute myocardial infarction case and the procedure was to treat a de novo lesion in the proximal left anterior descending (lad) artery with mild tortuosity and 100% stenosis. The vessel diameter was 2.5-3.0 mm and the lesion length was 30 mm. After pre-dilatation was performed with a 2.0x15 mm non-abbott dilatation catheter, a 2.25x12 mm rx multi-link 8 coronary stent system was advanced to the target lesion and thought to be implanted. However, it was confirmed that the stent was not implanted in the lesion with an intravascular ultrasound (ivus). Reportedly, the physician searched the patient anatomy and inside of the guiding catheter for the dislodged stent but the stent was found inside of the protective sheath. Reportedly, the mandrel and protective sheath were removed together. The procedure was continued using a new same size multi-link 8 coronary stent system and a 3.0x23 multi-link 8 stent was implanted to successfully treat the target lesion. The procedure was completed without any issue after performing post-ivus. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: taiga 6f jl3.5. (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.